Event description:
It was reported that the device had a channel error message and upstream pressure transducer was replaced. Per customer, no further information will be provided.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the device had a channel error message could not be confirmed; no product or device logs were returned for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a channel error message and upstream pressure transducer was replaced. Per customer, no further information will be provided.